Event description:
During the explantation of old mechanical mitral valve it was noticed that a part of one of the leaflets was missing. A search inside the heart was made by the surgeon and an x-ray performed revealed no evidence of a portion of the valve.